Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the adc freestyle libre 2 sensor on the same day of application. As a result, the customer was unable to obtain sensor scans and experienced a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and provided medical treatment however, the customer does not know the specifics of the treatment, and no further information was provided. There was no report of death or permanent impairment associated with this event.